Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor was fractured; partial lead in segments was returned for analysis.

Event description:
It was reported that the right ventricular lead was replaced due to increasing hvb and svc impedance, with the svc impedance at a high of 2100 ohms. Additional information received with the returned lead reported svc and rv coil fracture. No patient complications have been reported as a result of this event.